Event description:
It was reported that the patients ipg was not charging properly. The patient an ipg replacement procedure and doing well post operatively. The explanted device was disposed at the facility.